Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device fluid delivery line that was having air leak issues. It was sending it for service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a tear in the fluid delivery line. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device fluid delivery line that was having air leak issues. It was sending it for service. Per biomed via phone on 28june2024, customer stated that, sending the unit in for service.